Event description:
(B)(4). Endometrious and I have constant bleeding was bleeding that last 6 - 7 weeks at a time and I have to be put on medication to stop the bleeding... Everytime I use the bathroom I'm losing scare tissue...